Event description:
It was reported by service report that the fowler on the bed was stuck in the up position. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: ball screw, limits.